Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of malformed staples that left a hole in the stomach which could potentially be related to a product problem.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure this complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon had to oversew a hole on stomach tissue that was identified after a sureform 60 stapler instrument was fired. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon fired the sureform 60 stapler instrument with a blue stapler 60 reload. It was alleged there were malformed staples observed. As a result, the surgeon made additional resections to resolve the issue. On (B)(6) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: it was reported that the surgeon fired on the superior portion of the gastric sleeve. The surgeon fired the sureform 60 stapler instrument with a blue stapler 60 reload installed. It was reported there was a successful firing sequence and a complete cut. Then when the sureform 60 stapler instrument was unclamped, there was a hole identified on the stomach. According to the csr, they repaired the stomach tissue by oversewing the hole. It was confirmed that there was no additional resection done. The surgeon conducted the standard leak test and confirmed there was no issue. The patient is reported to be recovering well.